Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and parts info to repair device. Follow up with reporter confirmed that the biomed replaced the front case assembly and repaired device. The device has been placed back to service.

Event description:
Customer reported that the device therapy connector was pushed back into the front case. Facility biomed did not know how the therapy cable was damaged. The biomed informed that the therapy connector was connected to the device when it came to the repair shop. However, the therapy connector fell back inside the device and the therapy cable could no longer be attached to the device after disconnecting it from the therapy cable. There was no report of pt use associated with the event.